Manufacturer narrative:
(B)(4). The device was not returned for analysis. It could not be determined which of the two clips had partial detachment. Both clips came from the same lot; therefore, the lot history record (lhr) and complaint history risk assessment are applicable for both implanted clips. A thorough review of single leaflet device attachment (slda) complaint data was performed, which concluded there is no evidence that slda complaints are related to manufacturing. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The recurrent mr was due to the slda. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips ((B)(4)) were implanted, reducing the mr to 1. On an unspecified date, the mr was noted to be increased to 4. On (B)(6) 2018, a second procedure was performed for treatment of the mr. It was found that one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). One additional clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.